Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker was not able to be interrogated. After analysing the data it was discovered that it had declared a code-1003 indicative to voltage too low for remaining capacity. The device was recommended to be replaced urgently but it remains implanted at this time as the patient refused generator change and is on home hospice. No adverse patient effects were reported.